Event description:
Caller states the patient tested 4.2 inr on the coaguchek xs system and 2.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during an appendectomy procedure, to dissect the edge of the appendix, the active blade broke spontaneously. The active blade fell into the abdominal cavity. The tip was retrieved by a grasper. There was no metal in the field. Procedure completed with another device and the surgery last 10 more minutes. There were no complication for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.